Manufacturer narrative:
E1; reporter email not available manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop event. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained data from 20may2023 through 09jun2023, per the timestamps. A transient pump stop event was captured 09jun2023 at 05:33:55. This event occurred while the system was operating on the power module and was associated with low speed advisory, low speed hazard, and low flow hazard alarms. Based on previous complaint experience and similar reported events, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. The pump regained speed after this event and operated at or above the low-speed limit throughout the remaining duration of the file. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is currently available. Section 1, ¿introduction¿, contains information on pump speed, power, flow, and pulsatility index (pi). The section entitled "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that that the patient admitted to the hospital after being awakened by a continuous sound around 0500. The patient reported no symptoms during the event. Their history was reviewed and it revealed a pump stop event. The log file captured a lone pump stop event on (B)(6) 2023 at 0533 while using the power module. This type of alarm has been associated with an issue with the percutaneous lead. As it was an isolated event, it could not be enough evidence to presume a short to shied event. It was recommended to get x-rays of the driveline and continue to monitor for further low speed and pump stop events. Additional information was received that the cause of the pump stop was not known and x-rays of the driveline were not available. No further alarms have occurred and the plan was to admit the patient for a weeks and monitor the device on power module power. The patient was to advise the patient to present to the hospital if additional issues occurred after discharge.